Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-05128. It was reported that the patient had inappropriate shocks. In clinic all three of the patient's leads exhibited loss of capture with noise on the right ventricular lead. An x-ray confirmed dislodgement due to twiddler's syndrome. The leads were explanted and replaced. The patient was stable during and post procedure.